Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), device expulsion ("migration of essure device: uterus") and menorrhagia ("abnormal bleeding (menorrhagia) / I would bleed heavily in between periods in a manner than was inconsistent with anything I have experienced before.") In an adult female patient who had essure (ess205) (batch no. 508837) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's previously administered products included for contraception: mirena intrauterine device from (B)(6) 2004 to (B)(6) 2005. Concurrent conditions included obesity. Concomitant products included oxymetazoline hydrochloride (sinex) since 2016. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced abdominal distension ("bloating /gastrointestinal or digestive system condition type: bloating"), fatigue ("fatigue"), nasal congestion ("constant congestion that I never had before/ allergic or (hypersensitivity)constant congestion"), dyspepsia ("frequent heartburn"), nausea ("nausea"), weight increased ("weight gain") and depression ("depression"). In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia /dyspareunia (painful sexual intercourse)"), migraine ("migraines/headaches"), abdominal discomfort ("abdominal pain and pressure") and headache ("migraines/headaches"). In (B)(6) 2006, the patient experienced arthralgia ("joint pain /autoimmune (joint pain)"). On an unknown date, the patient experienced bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes") and abdominal pain lower ("lower abdomen pain"). The patient was treated with ibuprofen, surgery (hysteroscopy with removal of right essure coil from right. Laparoscopic bilateral tubal ligation) and surgery (endometrial ablation). Essure (ess205) was removed on (B)(6) 2006. At the time of the report, the pelvic pain, device expulsion, menorrhagia, abdominal pain, abdominal distension, fatigue, vaginal haemorrhage, nasal congestion, arthralgia, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, dyspepsia, nausea, weight increased, depression, abdominal pain lower, abdominal discomfort and headache outcome was unknown and the migraine had not resolved. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, abdominal pain lower, arthralgia, bladder disorder, depression, device expulsion, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, headache, menorrhagia, migraine, nasal congestion, nausea, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.7 kg/sqm. Current weight: 200 lbs. Left coil was likely still within the adnexa as reported by the hsg. It was reported that 1985-cesarean birth daughter born with bilateral club feet and arthrogry posts three miscarrages one due to mirena. Most recent follow-up information incorporated above includes: on 26-jul-2018: two follow ups process together. On 26-jul-2018: pfs received. Patient¿s detail, historical drug and unstructured relevant tests were added. Essure lot number was updated. Abdominal pain and pressure and headaches were added as events. Events start dates were updated. Treatment drug was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), device expulsion ("migration of essure device: uterus") and menorrhagia ("abnormal bleeding (menorrhagia)") in an adult female patient who had essure (ess205) (batch no. 50837) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's concurrent conditions included obesity. Concomitant products included sinex [camphor, menthol, oxymetazoline hydrochloride] since 2016. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal distension ("bloating") and fatigue ("fatigue"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), nasal congestion ("constant congestion that I never had before"), arthralgia ("joint pain"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), dyspepsia ("frequent heartburn"), migraine ("migraines/headaches"), nausea ("nausea"), weight increased ("weight gain"), depression ("depression") and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (hysteroscopy with removal of right essure coil from right. Laparoscopic bilateral tubal ligation), surgery (hysteroscopy with removal of right essure coil from right. Laparoscopic bilateral tubal ligation) and surgery (endometrial ablation). At the time of the report, the pelvic pain, device expulsion, menorrhagia, abdominal pain, abdominal distension, fatigue, vaginal haemorrhage, nasal congestion, arthralgia, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, dyspepsia, migraine, nausea, weight increased, depression and abdominal pain lower outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, arthralgia, bladder disorder, depression, device expulsion, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, menorrhagia, migraine, nasal congestion, nausea, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.1 kg/sqm. Current weight: 200 lbs. Left coil was likely still within the adnexa as reported by the hsg. Most recent follow-up information incorporated above includes: on 4-apr-2018: plaintiff fact sheet and medical records received. New reporters added. Patient demographic information and patient relevant history added. Lot number (50837) added. Events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), constant congestion that I never had before, joint pain, bladder problems or changes, urinary problems or changes, dysmenorrhea, dyspareunia, frequent heartburn, migraines, headaches, migration of essure device: uterus, nausea, weight gain, depression and essure confirmation test: no added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), device expulsion ("migration of essure device: uterus") and menorrhagia ("abnormal bleeding (menorrhagia) / I would bleed heavily in between periods in a manner than was inconsistent with anything I have experienced before.") In an adult female patient who had essure (ess205) (batch no. 508837-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's previously administered products included for contraception: mirena intrauterine device from 5-aug-2004 to june 2005. Concurrent conditions included obesity. Concomitant products included oxymetazoline hydrochloride (sinex) since 2016. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced abdominal distension ("bloating /gastrointestinal or digestive system condition type: bloating"), fatigue ("fatigue"), nasal congestion ("constant congestion that I never had before/ allergic or (hypersensitivity)constant congestion"), dyspepsia ("frequent heartburn"), nausea ("nausea"), weight increased ("weight gain") and depression ("depression"). In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia /dyspareunia (painful sexual intercourse)"), migraine ("migraines/headaches"), abdominal discomfort ("abdominal pain and pressure") and headache ("migraines/headaches"). In (B)(6) 2006, the patient experienced arthralgia ("joint pain /autoimmune (joint pain)"). On an unknown date, the patient experienced bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes") and abdominal pain lower ("lower abdomen pain"). The patient was treated with ibuprofen, surgery (hysteroscopy with removal of right essure coil from right. Laparoscopic bilateral tubal ligation), surgery (hysteroscopy with removal of right essure coil from right. Laparoscopic bilateral tubal ligation) and surgery (endometrial ablation). Essure (ess205) was removed on (B)(6) 2006. At the time of the report, the pelvic pain, device expulsion, menorrhagia, abdominal pain, abdominal distension, fatigue, vaginal haemorrhage, nasal congestion, arthralgia, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, dyspepsia, nausea, weight increased, depression, abdominal pain lower, abdominal discomfort and headache outcome was unknown and the migraine had not resolved. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, abdominal pain lower, arthralgia, bladder disorder, depression, device expulsion, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, headache, menorrhagia, migraine, nasal congestion, nausea, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.7 kg/sqm. Current weight: 200 lbs. Left coil was likely still within the adnexa as reported by the hsg. It was reported that 1985-cesarean birth daughter born with bilateral club feet and arthrogry posts three miscarrages one due to mirena. Most recent follow-up information incorporated above includes: on 18-aug-2018: update of information (batch is not valid). Incident. No valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal distension ("bloating") and fatigue ("fatigue"). The patient was treated with surgery (to remove essure device). Essure (ess205) was removed on (B)(6) 2006. At the time of the report, the pelvic pain, abdominal pain, abdominal distension and fatigue outcome was unknown. The reporter considered abdominal distension, abdominal pain, fatigue and pelvic pain to be related to essure (ess205). Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.